Event description:
The customer reported that the vertical lift column was not working on the 9900 system. No patient injury was reported.

Manufacturer narrative:
The ge representative conducted an on site investigation. The power supply was replaced. The system was tested and operates as intended.